Event description:
It was reported that pump touchscreen had frozen and did not respond to customer input, so customer was unable to interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support but issue persisted, then planned to use multiple daily injections as backup insulin therapy while arranging replacement pump.